Event description:
The customer reported getting a "no shock delivered" messages during a pt event. The involved pt died, but the customer reported that the device behavior did not play a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported getting a "no shock delivered" messages during a pt event. The involved pt died, but the customer reported that the device behavior did not play a role in the pt's outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.